Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation and before use, the xience alpine 3.50 x 18 mm stent came off the balloon as protective sheath was being removed. The device was not used and there was no patient involvement. Another device was used to complete the procedure. There was no reported resistance during removal from the dispenser or protective sheath, nor was force applied or any manipulation of the stent implant. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.